Event description:
It is reported that the device was implanted in 2009, and that the patient became aware his knee was unstable, and an x-ray of the knee revealed a broken securing screw. The screw was broken just beneath the screw head. The screw head had lodged itself alongside the proximal anterior tibia outside of the joint. The patient was revised four months later.

Manufacturer narrative:
This report will be amended when our investigation is completed.